Event description:
The pt (B)(6) was implanted with an ipg on (B)(6) 2011. It was reported the pt lost all communication ability with the ipg via the programmer and was also unable to recharge the ipg. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg thereby effectively resolving this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.